Event description:
A pt collapsed whilst using a treadmill in 2009. Staff called 911 and collected the pad from storage. When the pt's chest was exposed, he was found to have recently had recent heart surgery. The pad was used and administered a shock. After this the device gave a warning low battery message, but continued to operate as intended.

Manufacturer narrative:
Heartsine's investigation established that the device did not fail to perform as intended. The device advised and delivered a shock to convert the pt from vf to normal sinus rhythm. It was observed from the events in the device history log that CPR was not administered when the device advised this to be performed. The pt thus degraded to pea as a result of the CPR not having been administered. The investigation also established that a pogo pin failure was responsible for the low battery warning issued from the device. However, this did not affect the performance of the device during the event or subsequent expiry of the pt.